Manufacturer narrative:
Wet pruf tape is not a 3m product. Facility returned to using mastisol and is not having any further problems. Conclusions: device not returned no eval can be performed. Device not provided to manufacturer for eval.

Event description:
Picu nurse manager alleges several weeks ago when they began use of tincture benzoin under wet pruf tape used to secure et tubes, there were four extubations. States three pts were re-intubated, and one did not need to be re-intubated. Stated she is not sure if use of tincture benzoin was the factor that led to these occurrences. States infants were under the age of six months. Nurse manager unable to provide specific details on each incident.